Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had expired. Three weeks prior to the pt's death, she was admitted into the hospital with a head bleed. Anticoagulation was held while the pt was in the hospital and resumed after approx one week. The pt was discharged to home and within one week the vad coordinator rec'd a call that the pt had bloody urine. The pt was readmitted into the hospital and laboratory tests revealed possible hemolysis and/or suspected pump thrombus. Elevation in power and high flow were occurring, so the pt was started on a heparin drip and later expired.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.